Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. A flow rate accuracy below -5% but above -15% specification represents a severity of 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. The device was returned and an occlusion failure was found, the infusion pump failed the 30psi occlusion test, recording a pressure of 18 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18psi, which is outside the acceptable range of 22 to 38 psi.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.

Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.